Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports inflammation. The patient was treated with dexamethasone, almagate, cefixime, loxoprofen sodium, and methylprednisolone. Reportedly the patient is gradually getting better and will continue to be observed. The cause of the event is reported as device.